Event description:
It has been reported that the bd vacutainer® edta 2k has been found containing foreign matter during use. No patient impact was reported. The following has been provided by the initial reporter: this is a complaint about a foreign object mixed in the blood collection tube. Customer reported that after blood was drawn, a foreign object was found inside the blood collection tube.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes. D.4. Returned to manufacturer on: 13-nov-2023. H.6. Investigation summary: bd japan received one (1) sample and attached six (6) photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. A grey particle was observed inside the tube. The particle appears to be a piece of rubber consistent with the rubber stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify an exact root cause for the indicated failure mode. However, there has been increased awareness for cleanliness and reduction of foreign matter in the plant. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® edta 2k has been found containing foreign matter during use. No patient impact was reported. The following has been provided by the initial reporter: this is a complaint about a foreign object mixed in the blood collection tube. Customer reported that after blood was drawn, a foreign object was found inside the blood collection tube.